Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: there were pump reboots observed in the black box. The battery compartment was cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump; therefore, pump reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24hr duration test with no pump reboots. The pump cover was removed and no damage was found. Unrelated to the original complaint, the display was discolored.